Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noticed that the beeping tone was not working and the motherboard did not operated properly either. These issues were attributed to normal wear. Device was inspected, and repaired by replacing several components. MFR date: 10/2005.

Event description:
Customer reported that there was no beep sound in device. This is 1 of 1 report for event # (B)(4).